Manufacturer narrative:
Iu confirmed the meter for display defect; iu observed a crack in the lcd screen. A solid vertical crack appears on the left of the meter screen. Iu observed the display is missing on the right side of the crack and that an orange color is observed at the bottom of the lcd screen. Iu observed that the location of the crack on the display does not distort the digits, therefore misinterpretation is not possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white with the crack appearing in the left of the screen running from top to bottom. Upon powering the meter on, without holding power button, the solid line appears on all screens during performance testing. Failure analysis indicated that the meter lcd has multiple cracks throughout the middle and the crack originates from the bottom right corner causing the display defect. Failure analysis observed scuff markings on the housing surrounding the affected area. Due to the condition of the returned meter it has been concluded that the damage did not originate from the manufacturing process, and has been determined to be a result of customer mishandling. The customer's allegation of black line was observed during the investigation of the returned product. This case is set to not verified use/user error based on the iu's investigation and the failure analysis result of the customer's allegations.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported there is a vertical black line on the display of the blood glucose monitoring device. Patient stated this issue makes it the information concerning the therapy hardly readable. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the blood glucose monitoring device for evaluation.